Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight is not provided / unknown. Initial reporter¿s title is not provided / unknown.

Event description:
Doctor reports that the tsv4h8 implant body cannot be removed from the fixture mount. The implant was removed and another one was placed. Tooth site #3.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. D4: expiration date and unique identifier (UDI) number were added. D10: device availability was updated. G4: date received by manufacturer was updated. G7: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H4: device manufacturer date was updated. H6: method code was updated to 10, 3331 and 4109. H6: results code was updated to 213. H6: conclusions code was updated to 67. H10: narrative/data was updated. The reported device was received for evaluation. The reported condition of implant body cannot be removed from the fixture mount was not confirmed. Visual evaluation of the as returned product system identified minor signs of use and no apparent malfunction. It was determined the device passed functional testing as the mount was easily removed from the implant as intended. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.